Event description:
During a laparoscopic appendectomy procedure on (B)(6) 2020, the ethicon echelon flex psee45a automatic stapler was loaded with gray 45 staple. After that staple was fired, the staple could not be pulled from the stapler for a second blue 45 staple load to be reinserted. Therefore, another echelon flex psee45a had to be opened just so the blue staple load could be used.